Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 263010; catalog #: 110032410, comp aug mini bsplt w tpr s, lot # 64314041; catalog #: 115370, comp rvs tray co 44mm, lot # 403720; catalog #: 180553, comp lk scr 3.5hex 4.75x30 st, lot # 606680; catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 504390; catalog #: 113631, comp primary stem 11mm mini, lot # 733660; catalog #: 115396, comp rvs cntrl 6.5x30mm st/rst, lot # 919910; and catalog #: ep-115393, e1 44-36 std hmrl brng, lot # 961790. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the has been requested but not returned by hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02027, 0001825034-2023-02028, 0001825034-2023-02029, 0001825034-2023-02030, 0001825034-2023-02031, 0001825034-2023-02033, 0001825034-2023-02034, and 0001825034-2023-02041 h3 other text : requested but not returned by hospital.

Event description:
It was reported the patient underwent a procedure approximately 4 years ago. Subsequently, the patient was revised about a month ago due to pain, reactive tissue, fluid in the capsule, and tissue between the baseplate and glenosphere. There is possible metallosis or allergy. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.